Event description:
The biomedical engineer (bme) reported that the patients are being monitored by hardwired bedside monitors (bsms), and the bsms can see the patient information. However, the central nurse's station (cns) showed just a black tile. Tech support (ts) walked the customer through un-monitoring the beds and locally filing it again. They were able to see the data for a couple of seconds and indicated the rhythms look strange as well. Then all the data disappeared again. Ts had them reboot the cns, but still the same and the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patients are being monitored by hardwired bedside monitors (bsms), and the bsms can see the patient information. However, the central nurse's station (cns) showed just a black tile. Tech support (ts) walked the customer through un-monitoring the beds and locally filing it again. They were able to see the data for a couple of seconds and indicated the rhythms look strange as well. Then all the data disappeared again. Ts had them reboot the cns, but still the same and the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the serial number information as requested. Bedside monitor. Model: (B)(4), sn: (B)(4). Bedside monitor. Model: (B)(4), sn: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the hardwired bedside monitors (bsms) were not seen at the central nurse's station (cns), showing just a black tile. Technical support (ts) walked the customer through un-monitoring the beds and locally filing them again, which did not resolve the issue. Rebooting the cns also did not resolve the issue. No patient harm was reported. Investigation summary: this issue is easily noticeable to clinicians who can prepare alternate monitoring methods. Real-time monitoring and alarm function at the bsms remain active. Nk repair center was able to duplicate the issue and re-imaged the hard drives with cns software to resolve the issue. This indicates that the cause of the bsms not displaying on the cns is software corruption. The cause of software corruption was not identified, and a root cause cannot be determined. Known causes of software corruption are ungraceful exit and power loss. Based on the complaint history review performed in the risk assessment, it is likely that this incident is an isolated incident. The causes for the issue are likely related to use error or the customer's infrastructure. Bedside monitor: model: bsm-6301a, sn: ni. Bedside monitor: model: bsm-1753a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the hardwired bedside monitors (bsms) were not seen at the central nurse's station (cns), showing just a black tile. Technical support (ts) walked the customer through un-monitoring the beds and locally filing them again, which did not resolve the issue. Rebooting the cns also did not resolve the issue. No patient harm was reported.